Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure was attempted in a calcified artery using a proglide device with a 6f sheath after a transcatheter aortic valve implantation interventional procedure. Reportedly, a "cuff miss" was noted. The method to achieve hemostasis was not provided; however, there was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure was attempted in a calcified artery using a proglide device with a 6f sheath after a transcatheter aortic valve implantation interventional procedure. Reportedly, a "cuff miss" was noted. The method to achieve hemostasis was not provided; however, there was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.